Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing on the ventricular channel. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.